Manufacturer narrative:
(B)(4). Patient incoming diagnosis is unknown. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected glucose result of >700 on (B)(6) female patient. The customer states that the patient was administered dextrose water (dw) and some antibiotics.  There was no additional patient information at the time of this report. The customer states return product is available for investigation. Date: (B)(6) 2016, sample: a, time: 22:17, result: >700 mg/dl; (B)(6) 2016, b, 22:36, 131 mg/dl. At this time and based on the limited information available, apoc does not suspect a malfunction exits. The amount of dw and time is unknown . It is also unknown if the patient received other treatment to lower the glucose level. The investigation is underway.

Manufacturer narrative:
Apoc incident # 709633. The investigation was completed on (B)(6) /2017. Retain product and customer returns were tested and the customer complaint was not reproduced.